Manufacturer narrative:
(B)(4). This report includes updated information . (Initial reporter). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): patient received unrequested bolus. "Patient involvement: yes; death/serious injury: no; human harm: no; delay in therapy: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): patient received unrequested bolus. "Patient involvement: yes; death/serious injury: no; human harm: no; delay in therapy: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): patient received unrequested bolus. "Patient involvement: yes; death/serious injury: no; human harm: no; delay in therapy: no".